Event description:
During a review of the logs of a returned homechoice (hc) machine, an increased intra-peritoneal volume (iipv) was identified as a high drain error 101 (night drain cycle one) alarm. The alarm occurred on (B)(6) 2013 10:38:47. No further information was available.

Manufacturer narrative:
(B)(4). The device was received by baxter for evaluation. Review of the event log found evidence of the reported iipv condition. The cause was undetermined as not enough evidence was available to make a determination. Should additional relevant information become available a supplemental report will be submitted.